Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's implantable pulse generator (ipg) was replaced due to the patient controller displaying the "replace generator soon" message. There were no complications during the procedure, and stimulation therapy was restored postoperatively.